Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 30000837 was reviewed and the product was produced according to product specifications. All information reasonably known as of 20 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a (B)(6) old female weighing (B)(6) had a suction catheter placed. A few hours later, the ventilator alarmed for "leak." The ventilator was changed, however, the problem persisted. The suction catheter system would not suction, as the button seemed to be missing a spring. There was no injury to the patient other than respiratory destabilization. Additional information has been requested but not received.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection of the sample did not reveal any damage, however, when tested, the thumb valve would not return to the original position after being depressed. When the thumb valve was in the down position, the device failed a leakage test. The complaint was confirmed as reported. A possible root cause is manufacturing related. All information reasonably known as of 03 dec 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.